Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to plug the wall adapter into a known working outlet and wait for at least 30 minutes, resulting in the pump beginning to charge using the original charging supplies. No further assistance was required.